Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed horizontal bars across the screen and became unresponsive, consistent with a display malfunction that interfered with device operation. Symptoms included no adverse clinical effects, and blood glucose remained in range. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included collection of device details and user-provided imagery, verification of device identification, and logistical actions for device return and replacement. Investigation of this device revealed a malfunction of the display assembly resulting in loss of user interface responsiveness, while therapy performance and glycemic control were unaffected. It was concluded, based on previously established findings for similar reports, that the cause was a hardware failure of the display subsystem.